Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed during a post operative check for an unrelated procedure. Lead dislodgement was observed under fluoroscopy. The lead was capped and replaced. The patient was fine post procedure.